Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.